Event description:
It was reported that customer experienced issue where pump did not detect cartridge during use, and no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump return, and distributor performed evaluation where pump started, charged, connected to computer, successfully loaded cartridge, and delivered bolus without alerts, confirming pump was in working condition; replacement pump was also arranged, and no additional information was received regarding final outcome of event.